Manufacturer narrative:
The other relevant component includes: product ID: neu_unknown_cath, lot/serial# unknown, implanted: unknown, product type: catheter, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown concentration of gablofen at 600 mcg/day via an implantable pump. It was indicated the device was for spasticity. It was reported an empty reservoir alarm occurred on (B)(6) 2019 at 3:09 am. The device was refilled later the same day at 15:16. It was indicated that there was still fluid in the main reservoir when the hcp accessed the pump for the refill. The patient has not had good therapy since (B)(6) 2019. The hcp has seen the patient several times since then and stated the logs looked good. The hcp reported on one visit they could not aspirate fluid from the catheter access port (cap) so they decided to do a dye study. The dye study came back negative for any issues. It was noted that the patient never had withdrawal symptoms like itching or increase in spasticity. It was indicated the hcp planned to meet with the patient on the day of the report, (B)(6) 2019. It was reviewed to check for volume discrepancies. The hcp had limited patient information at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath serial# unknown. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-may-07. The cause of the empty reservoir volume was noted as, ¿catheter was broken.¿ the cause of the inability to access the cap was also reported as, ¿port was accessed and catheter was broken.¿ the remaining fluid in the reservoir at the refill was ¿3-4 drops, 0.5 ml.¿ no subsequent discrepancies have been identified. Further troubleshooting included a dye study that revealed an intact system. The operative report from 2019-apr-30 was provided, which included the following details. The patient is a pleasant 71-year-old male with a history of multiple sclerosis and spasticity. He underwent insertion of an intrathecal baclofen pump on 2019-oct-23. He had an extreme improvement in his spasticity, but unfortunately approximately one month following this, he was in his wheelchair and had a fall. Since that time, he has noted increase in his spasticity. He has had several dye tests and consults with the manufacturer¿s technical support team to try to figure out what is wrong with his pump as the catheter appears to be working on the intrathecal dye test as well as by x-ray. As nothing was found, there was the conclusion made that there potentially was a microfracture to the catheter and the recommendation was to surgically explore the area. The risks and benefits of the procedure were discussed with the patient in detail and are documented in the history. He agreed to proceed. Procedure details included the patient was taken to the op erating room and placed under general endotracheal anesthesia. He was positioned onthe beanbag in a lateral decubitus position with all his bony prominences well padded. Both his lumbar incision and his abdominal incision were prepped and draped in the normal manner. They then infiltrated 0.25% marcaine and 1:200,000 of epinephrine into the lumbar incision. This was opened with a #10 scalpel blade. They dissected down through the subcutaneous layer and placed a self-retaining retractor. They then used metzenbaum scissors to dissect out the soft tissues and identify the catheter and the anchor to the fascia. They then cut the suture attaching the anchor to the fascial layer and brought out the catheter from the pocket. They cut the catheter distal to the anchor and attempted to withdraw fluid. They were not able to withdraw any cerebral spinal fluid (csf). As such, they removed the anchor from the catheter using the manufacturer¿s instrument. They cut just proximal to this region and there was clear flow of csf as expected. The assumption was that perhaps the anchor had broken or obstructed the catheter in some manner potentially at the time of his trauma. They placed a new anchor and attached this to the fascia with a 3-0 prolene. They shortened the remaining catheter and attached the connector to both ends. This was secured and csf flow was verified. They recoiled the catheter and connector in the preexisting pocket. Prior to this, they irrigated the pocket with bacitracin saline. The fascial layer was closed with a 2-0 vicryl. The subcutaneous layer was closed with vicryl. The skin was closed with 3-0 monocryl, dermabond, mastisol, and steri-strips. A gauze tegaderm dressing was applied. There were specimens removed. The estimated blood loss was 20 ml. There were no intraoperative complications. Implant consisted of the pump connector piece. The patient was stable and extubated upon transfer to the intensive care unit (ICU). There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2018,product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that this patient's pump was placed in (B)(6) 2018 and was titrated to 300mcg/day and he was getting good relief. In (B)(6) 2019, the patient fell out of his wheelchair and his symptoms started worsening. Since he had not had the same benefit from the pump since, the hcp had accessed the side port at least twice and had been unable to draw back fluid. However, there was no volume discrepancy and when the dye was placed in the catheter, it did drain from the catheter. There were no further complications reported at this time.